Event description:
Sorin group received a report that the sucker pump stopped and displayed an error message during prime. The clinician power cycled the pump and the pump functioned normally. The pump was used for the case. Toward the end of the case, the pump stopped and displayed an error message. There was no patient impact.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the sucker pump stopped and displayed an error message during prime. The clinician power cycled the pump and the pump functioned normally. The pump was used for the case. Toward the end of the case, the pump stopped and displayed an error message. There was no patient impact. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the sucker pump stopped and displayed an error message during prime. The clinician power cycled the pump and the pump functioned normally. The pump was used for the case. Toward the end of the case, the pump stopped and displayed an error message. The service representative could reproduce the problem. A crushed lid magnet was wedged against one of the main rollers on the pump. It was hindering the proper roller movement. The pump cover had been replaced one week earlier due to a missing magnet, which was the one found on the roller. There was no damage to the roller itself. Functional testing showed no problems, the system software was updated and the unit was returned to service. A CAPA has been generated and is ongoing for this issue. A change order was implemented as a corrective action. No nonconformities were noted during device history record review.